Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of the tampon it came out in chunks and stringy fibrous pieces came off of the tampon. This happened with two tampons. She stated the tampon came out intact but would leave the fibers and pieces behind. She did not seek medical attention.